Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the bracket that is welded on the seat rails broke where the back of the gas cylinders attached.